Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised the following: improper use of this or any intrauterine instrument can result in perforation of the uterine wall and subsequent bleeding. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A customer reported that the 60-6085-201a, medium, uterine manipulator device was used in a robotic total laparoscopic hysterectomy procedure on (B)(6) 2025, and ¿surgeon, while performing a robotic hysterectomy, cut through the bladder because she was unable to successfully deploy and seat vcare uterine manipulator. Customer also disclosed that the patient had a previous endometrial ablation. Surgeon claims she could not tell if the cervix was in the cup, therefore she inadvertantly perforated the uterus posteriorly, but continued with the procedure. She wound up cutting through the bladder during the colpotomy.¿. The procedure was completed without the use of an alternate device. ¿bladder suturing¿ was performed, and the patient¿s status was reported as ¿good¿. This report is being raised due to the reported injury of perforated uterus and bladder, which required bladder suturing.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A customer reported that the 60-6085-201a, medium,uterine manipulator device was used in a robotic total laparoscopic hysterectomy procedure on (B)(6) 2025, and ¿surgeon, while performing a robotic hysterectomy, cut through the bladder because she was unable to successfully deploy and seat vcare uterine manipulator. Customer also disclosed that the patient had a previous endometrial ablation. Surgeon claims she could not tell if the cervix was in the cup, therefore she inadvertantly perforated the uterus posteriorly, but continued with the procedure. She wound up cutting through the bladder during the colpotomy.¿. The procedure was completed without the use of an alternate device. ¿bladder suturing¿ was performed, and the patient¿s status was reported as ¿good¿. This report is being raised due to the reported injury of perforated uterus and bladder, which required bladder suturing.